Manufacturer narrative:
Concomitant medical products: 6947-58, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing noted on the current electrogram. The atrial sensitivity was already programmed to the most sensitive setting. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.